Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned for examination. All available product photographs were reviewed. Examination found the slide screw on the reported sp2 sigma fem insert/extract has broken. The investigation has found sufficient evidence to confirm breakage of the reported device. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a device history record (mre) review, was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A broken femoral impactor for pfc sigma. The tightening handle has sheared off. No impact to patient. 5 minute delay. Broken piece of the item found but disposed of.